Manufacturer narrative:
Device evaluation summary: one cadd legacy 1 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in fair physical condition with cracked housing and scratched screen. Functional testing included use testing. The device was started in application and problems were found with the device double beeping with a cassette attached, which would cause the "no disposable" alarm. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The root cause was attributed to the faulty downstream sensor.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump gave "clamping error". The patient was unable to resolve the issue. The patient switched to back up pump. It was reported that the reason for use was pulmonary arterial hypertension and the medication being delivered was life sustaining. There were no adverse effects to the patients due to the reported event.